Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter pairing process restarted. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. In addition, a transmitter failure was found in connection to the reported allegation. The reported event of the transmitter pairing process restarting is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.